Event description:
This spontaneous case was reported by a physician and describes the occurrence of perforation ("possible perforations") and pelvic pain ("conducting removals due to pain") in an unspecified number of female patients who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "had attending who put 2 inserts on one side". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patients were treated with surgery (essure removal). At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and perforation with essure. Company causality comment: this spontaneous medically confirmed case report refers to an unspecified number of female patients who had essure (fallopian tube occlusion insert) inserted and it was reported that the physician was conducting removals due to pain and possible perforations. Pelvic pain is highly prevalent in women, and may have multiple causes. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, there is no information about the number of patients, their previous and concomitant medical conditions, mechanisms or timing of the possible perforations, however considering the nature of the events, causality cannot be excluded. This case was classified as incident since device removals were required. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("possible perforations") and pelvic pain ("conducting removals due to pain") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "had attending who put 2 inserts on one side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine perforation with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. However, a handling error was concluded and a potential relationship between the reported medical events and the handling error cannot be excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.